Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 1:15 for a low blood glucose level of 21 mg/dl and diabetic ketoacidosis. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the insulin pump the customer was using works as designed. The customer was advised to change the reservoir and infusion sets. The customer was advised to monitor the insulin pump for any other issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.